Event description:
The customer reported that their device could not deliver defibrillation energy when the shock button was pressed. The customer indicated that this was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. It was observed during testing that the sync button was stuck in the on position which would prohibit several other buttons from functioning, including the shock button.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly in the failure analysis center. It was observed that the sync button was stuck due to a collapsed metal star dome. Additionally, it was observed that the energy down and charge buttons were both shorted.